Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An 12fr biliary exodus drainage catheter, that was placed 2 months prior to the reported event, was noted to have an increase in bilirubin and leakage at drain site. The patient was also reporting abdominal pain. A flouroscopy was performed at which time is was discovered the drainage catheter had fractured into two pieces. The patient underwent a removal and replacement procedure. The catheter was replaced with another exodus drainage catheter.

Manufacturer narrative:
Returned for evaluation was the shaft and tip of an unknown drainage catheter. The exodus drainage catheters are a purchased device from contract manufacturer freudenberg medical. Scar004699 and the complaint sample were sent to freudenberg medical for device evaluation/root cause analysis and DHR review of shr lot. As per attached scar004699 response from freudenberg medical, the fracture appeared to happen across the vent hole which is common due to less material and bending conditions tip of shape set shaft. No manufacturing issues observed during complaint sample evaluation and no issues noted during review of DHR. The customer's reported complaint description of drainage catheter tip fractured and detached was confirmed. As freudenberg medical did not attribute the catheter fracture to be manufacturing related; the root cause for this event cannot be definitively determined. Material degradation over time is potential contributing factor; i.e. Specific to patient anatomy and chemistry. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use which is supplied to the end user with this device states: indications for use/intended use exodus array multipurpose drainage catheters are intended for percutaneous drainage of fluid or air in the chest, abdomen and pelvis, e.g., abscesses, cysts, pneumothoraces, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections. Exodus nuance* nephrostomy drainage catheters are intended for percutaneous drainage of fluid collections in the urinary system. Exodus believe biliary drainage catheters are intended for percutaneous drainage of the biliary tree. Warnings: do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. Do not place catheter into the vascular system. Do not expose this catheter to alcohol, as it may damage the hydrophilic coating and the catheter. Potential complications/adverse events: catheter break/fracture. Note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement. Note: for the exodus believe biliary drainage catheter, the distal tip of the catheter is advanced as far as the duodenum with the radiopaque marker in the biliary tree. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Follow up with end user was performed to confirm that the drainage catheter was being used as an internal biliary drain with tip in the duodenum. No surgery or trauma to patient's gi tract, i.e. "Normal" gi tract.